Event description:
During a procedure, the surgeon reported that he saw "green spot" and "visual disturbances" after using the laser. It was the surgeon and not the pt, who reported these side effects. The surgeon plans to have a colleague check his vision. Additional info has been requested.

Manufacturer narrative:
Investigation, including root cause analysis is in progress. This report mailed in to FDA on: 12/19/2007.